Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication between pump to mobile. And customer was unable to delete pump from mobile bluetooth. The customer reported, blood glucose value of 140 mg/dl. The customer reported, hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-6101, mmt-1884l. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Unable to complete troubleshooting or provide instructions. Insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-6101, no product return is required for mmt-1884l.